Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt has experienced pain and tenderness near and at her ipg implant pocket site. The pt reported the pain persists whether stimulation is on or off. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.